Event description:
According to the reporter, occurred during a laparoscopic sleeve to bypass procedure. The surgeon was using the stapling devices to make the gastric pouch and fired the stapler across the orogastric (og) tube that was used to suck the air out of the stomach. The stapler was able to fire but the staples did not form correctly across the og tube. Removed the stapled og tube from the gastric pouch. After the case, the surgeon realized that there could be a portion of the og tube left behind in the remnant of the stomach. Performed a diagnostic laparoscopy to confirm and removed an additional piece of the og tube from the stomach. The piece in the proximal portion of the gastric pouch was removed. They had to perform a re-op to remove the distal portion that was left in the remnant portion of the stomach. The surgical time was extended by more than thirty minutes. The patient outcome is alive, no injury.